Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The erbe was replaced to correct the reported problem. The system was tested and verified as ready for use. Isi has not yet received the erbe generator involved with this complaint to perform failure analysis. Therefore, the probably root cause cannot be determined.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer experienced an issue with the erbe generator exhibited multiple errors at start-up. The site was going to set up an external/back-up generator to use for the procedure. There was no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed and found that the issue was reproduced in system log review, which recorded recurring c-34 errors on other dates. During testing, the erbe unit displayed error code c-34 at startup, while the erbe log recorded c-00. A visual inspection indicates the unit is in good cosmetic condition. The unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on failure analysis. The probable root cause can be attributed to faulty electrical components inside the erbe generator. The energy activation issue and subsequent errors may be attributed to miscommunication between the instruments and the generator leading to interruption in energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.